Manufacturer narrative:
D4: updated lot# post analysis h3: product analysis part# 6640008 lot# nm15e043- visual inspection revealed that the tip of the instrument has been broken off. Inspection of the material hardness confirmed conformance to print specification. This type of damage is consistent with torsional overload. H6: updated eval. Code method and eval. Code result post analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with screws using a screwdriver for a tlif. It was reported that tip of screw driver broke during insertion of screws inside screw core. There were no patient symptoms or complications as a result of the event. The pre-op diagnosis was ddd and levels implanted were l4 <(>&<)> l5. The product did not come in contact with the patient. There was no fragment of the instrument remaining in the patient 's body. The event occurred during the middle of surgery. There was no additional surgery or treatment/ revision surgery/ delay in overall procedure time/ hospitalization as a result of the event. The product will not be replaced by a medtronic product in the future. No further complications were reported/ anticipated.